Manufacturer narrative:
A getinge field service engineer (fse) troubleshot the issue with the customer via phone. The membrane test was failing. Biomed used some vacuum grease on the safety disk connections, and the pump then passed the leak test. No onsite repair was performed. The iabp passed all functional testing. H3 other text : device not available for evaluation.

Event description:
N/a.

Event description:
It was reported that during a routine check of pump by hospital biomed, the cardiosave intra-aortic balloon pump (iabp) unit is down failed pneumatic leak test. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is down failed pneumatic leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.